Manufacturer narrative:
\It was reported that a second stage revision was performed due to infection and loosening. The associated legion oxinium constrained femoral component, legion revision tibial baseplate, genesis ii biconvex patellar component, legion pos femoral wedge, and legion pressfit stem were not returned for evaluation. Thus a product evaluation could not be performed. However, device details were provided. Thus, the review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on the limited information provided, the clinical analysis noted the second revision was most likely due to a latent infection/recurrence. The patient impact beyond the revision procedure and expected medical interventions for infection cannot be determined. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a second stage revision was performed due to infection and loosening.